Event description:
It was reported by that in a knee arthroscopy surgery on (B)(6) 2013, during fixing of the new ligament at tibial level, the thread of the 9 x 28 mm screw was compacted not allowing the fixation. The procedure was completed with a similar device. There were no adverse consequences.

Manufacturer narrative:
Based on the info available and photographic evidence provided, the most likely cause of failure is too tight a bone tunnel - graft/screw/tunnel not appropriately sized. This results in excessive toque being required to insert the screw, which causes excessive flattening of the screw threads.